Event description:
As reported by the user facility: customer states, "the pt yelled out, 'there are air bubbles going into the line.' The pt clamped the line by kinking the tubing. The nurse came over and clamped the line. No air bubbles reached the pt. There was no alarm." No pt injury. Chemo used. The pump and tubing are available to be sent in unk ref# for the set - ultrasite customer ste." Uncertain of which bag and line caused this incident. . First bag - carboplatin 48.2ml in a 250ml bag with a total volume of 498.2ml. The infusion rate was 190.6ml/hr. Second bag - paxicil - 68.6ml in 500ml bag with a total volume of 568.6ml. Infusion rate of 190.6ml/hr. Infusion to run for a total of 3 hours. The tubing had some fluid left in the drip chamber when the air in the line occurred. MFR ref# 9610825-2013-00439.